Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2014. Manual power ups of less than one minute duration were observed in the device memory until the (B)(6) 2015. The device records a manual power up exceeding ten minutes which would indicate the device detected an in range patient impedance, this is further supported as preceding this event an increase in voltage indicative of a further pad-pak being installed. No further information could be obtained as the device user accessible memory was erased after this date. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.